Event description:
During a liposuction procedure involving autologous fat transfer, the hvp infiltration unit was reported to not consistently zero out and, when successfully zeroed, only operated for a few seconds before malfunctioning. The procedure was completed using a manual syringe transfer technique without patient injury or adverse clinical outcome. The affected device was returned to the manufacturer for evaluation. Functional testing confirmed the reported issue. Investigation determined that corruption of the device software programming resulted in erratic pressure readings, including readings outside the intended operating range, and intermittent device operation. The device is designed to stop operation when pressure readings exceed programmed limits, and this safety feature functioned as intended during the event. Further evaluation determined that the unit required software update and replacement of the internal memory backup component. The observed failure mode is consistent with degradation of the internal memory backup system in devices manufactured in 2017, which is commonly associated with depletion of the backup battery after extended periods of inactivity. This condition is mitigated through adherence to the maintenance and charging procedures described in the instructions for use (IFU). No evidence of manufacturing deficiency was identified. Complaint data for similar devices will continue to be monitored for potential trends. The manufacturer will provide additional information to the FDA if new or relevant findings become available.